Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes sales representative the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, during an unknown procedure the driving cap that attaches to the aiming handle was broken. No patient injury was observed. The surgery went according to plan. There are no consequences or issues with the patient. This report is for a driving cap. This is report 1 of 1 for (B)(4).